Event description:
Caller alleged discrepant precision results with the inratio meter. Results as follows: date: (B)(6) 2010; inratio: 1.5; re-test: 2.4. Pt reports having a difficult time getting blood with the 1.5 inr reading, and that she "milked" the finger. Pt used a unistick 2 for the 1.5 inr reading and a unistick 3 for the 2.4 inr reading.

Manufacturer narrative:
Investigation pending.